Event description:
Boston scientific crm received information that this right atrial lead was explanted as it was not capturing at maximum outputs. Information was later received that this lead had dislodged.